Manufacturer narrative:
A philips authorized service provider (asp) determined that the ibp sensor required replacement. Based on the information available and the testing conducted, the cause of the reported problem is the ibp sensor. The reported problem was confirmed. The ibp sensor was replaced, and ibp monitoring returned to normal. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution name: (B)(6), section e reporting institution phone #: (B)(4). Section e reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mp2 indicating that the invasive blood pressure (ibp) monitoring was unstable. The device was in use on a patient at the time of the event. There was no adverse event reported.